Event description:
It was reported the lower screen is damaged and the display is bad. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is out of electrical specification (missing pixels). Analysis also found the upper case, lower case, one bail cover, and battery drawer are broken. Battery contacts are compressed and the keyboard is scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.